Event description:
Covidien service center received a report for a unit where the 7-segments display was missing display segments. There was no pt involvement reported.

Manufacturer narrative:
(B)(4). The reported failure was verified for missing segments in the display. Changed the front pcb board which is the display pcb.